Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with the device. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. A technical support specialist discovered that the sync2 stations had an issue. The tss stopped and started the data synchronization service on the synchronization server, and the stations began to reconnect. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufacture date details were kept blank, as the serial number was not provided.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating with the device. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.